Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the pulmonary vein isolation procedure, while performing the transseptal puncture it was noted that air was leaking from the valve. The device was replaced and the procedure was completed with no adverse consequences to the patient. No additional puncture site was needed when the device was exchanged.